Manufacturer narrative:
As this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as 'pain', 'restenosis', and 'venous occlusion/thrombosis'. Holding and handling of the system including accessories to be used was found sufficiently described. In regards to pta the instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.'

Event description:
It was reported in an article in journal of ¿vascular surgery¿ titled "a practice audit of short-term outcomes of wallstents versus venovo stents for the treatment of non-thrombotic iliac vein outflow stenosis" that approximately some time post procedure retrospective study analysis with a bard venovo venous stent for left common iliac vein and external iliac vein segments, the patients' were diagnosed with deep vein thrombosis and developed obstruction of flow and in-stent re-stenosis. The patients' also experienced 'transient back pain' which will be kept non-serious. A total of two cases out of the four venovo stent reinterventions were treated with venoplasty for 'in-stent restenosis' and other two cases were treated with stent extensions for 'symptom recurrence'. However, the current status of the patients' is unknown.